Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation no root cause could be identified. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection this chapter explains the equipment to be prepared before using this product and the inspection methods. Section 3.1 outlines the flow of preparation and inspection procedures. Before use, be sure to perform the preparation and inspection as outlined below. Also, for related equipment used in conjunction with this product, inspect them according to their respective 'electronic attachments' or 'user manuals.' If any abnormalities are suspected during inspection, follow the procedures in "chapter 5 when anomalies occur." Additionally, if a malfunction is clearly identified, do not use the equipment and proceed with repair according to "5.4 sending the endoscope for repair." Warning ¿ using an endoscope suspected of abnormalities may not only result in malfunction but also damage the equipment, posing a risk of injury to the patient or operator. Chapter 5 when anomalies occur this chapter explains the procedures for handling anomalies when they occur. 5.1 if anomalies occur if abnormalities are suspected during the inspection following "chapter 3 preparation and inspection," do not use the equipment. Instead, follow "5.2 identifying and dealing with anomalies" for appropriate measures. If the situation does not return to normal, proceed with repair according to "5.4 sending the endoscope for repair." Additionally, if anomalies occur during endoscope use, immediately cease usage and carefully extract the endoscope from the patient according to "5.3 withdrawal of an endoscope with anomalies." Warning ¿ never use an endoscope suspected of abnormalities. It may not only malfunction but also cause injury to the patient's body cavity or the operator, and there is a risk of equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a blurry image. The issue occurred during preparation for use for a diagnostic gastroscope procedure, which was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include the following: the zoom-in function didn't work after startup. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.